Event description:
The customer reported that the 7700 system would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
The MFR's service representative performed an onsite investigation. Fuses were replaced in the workstation. The system was tested and operates as intended.